Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, the physician encountered resistance while advancing the first ruby coil through the lantern shaft and, subsequently, the ruby coil became stuck in the middle of the lantern. It was also reported that the physician inadvertently kinked the ruby coil pusher wire. While removing the ruby coil, it unintentionally detached inside the lantern. The ruby coil was completely contained inside the lantern; therefore, the lantern containing the detached ruby coil was removed from the patient and the coil was flushed out. The procedure was completed using a pod coil, the same lantern, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the pusher assembly was kinked and revealed that the pusher assembly was fractured. If the ruby coil is inadvertently advanced against resistance, damage such as a pusher assembly kink may occur. Further manipulation of a kinked device may worsen to a fracture. If the two fractured segment are separated, the pull wire may retract out of the ddt and result in the embolization coil detaching from the pusher assembly. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.